Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that doxorubicin leaked from the bd texium¿ needle-free syringe during use. The following information was provided by the initial reporter: "the oncology technician has brought to my attention that the texium needle free syringe is experiencing some leaking/drug exposure when using. Recently, doxorubicin was used... And the drug can clearly be seen (since drug is red)"

Manufacturer narrative:
H6: investigation summary: 3 photos as samples were received and tested by our quality team. The leak is clear enough in photos to verify this complaint. Without additional information like a physical sample for investigation, the root cause remains unknown. The manufacturer has been notified of this occurrence. A device history record review for model my8030 lot number 92126501 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that doxorubicin leaked from the bd texium¿ needle-free syringe during use. The following information was provided by the initial reporter: "the oncology technician has brought to my attention that the texium needle free syringe is experiencing some leaking/drug exposure when using. Recently, doxorubicin was used... And the drug can clearly be seen (since drug is red)".